Event description:
A nurse reported that anterior vitrectomy probe could not connect to the equipment. The staff tried to connect the probe to several systems, however it could not connect to any of them. It was noted that the pt was a child under general anesthesia. There was an extension of the surgery time as a result of the event. Additional information was provided indicating that the planned procedure was an intraocular lens implant procedure for an aphakic eye. The event occurred after the incision had been made. It was noted that the surgeon had attempted to connect the vitrectomy probes to four different systems without success. The case was able to be completed without harm to the pt. This report represents one of the four systems.

Manufacturer narrative:
The company representative examined the system and noted a non-conforming connector. The connector was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).